Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.

Event description:
Jada system was used, and the patient's uterus was perforated by the hcp has context menu [uterine perforation]. Bakri balloon was used to dilate the cervix. Hema bate was also used. Jada was unsuccessful and hysterectomy was performed [device ineffective]. Placed a jada system with part of the placenta still in place [device use issue]. Providers at the institution are not deflating the cervical seal of the jada system [wrong technique in device usage process]. The jada system was inserted. Prior to insertion, cervix was less than 3cm. [Contraindicated device used]. Case narrative: this spontaneous report originating from united states was received from a clinical sales educator (cse) referring to a female patient of unknown age. The patient¿s historical condition included pregnancy and delivery. The patient's historical drug included carboprost trometamol (hemabate) and historical device included bakri ballon. The patient's concurrent conditions included placenta accreta. The patient¿s concomitant medication was not reported. This report concerns 1 patient(s) and 1 device(s). On (B)(6) 2024, the patient underwent insertion with vacuum-induced hemorrhage control system (jada system) (lot #, serial # and expiration date were not reported) via intrauterine route (defaulted) for postpartum hemorrhage. On (B)(6) 2024, while placing vacuum-induced hemorrhage control system (jada system) cervix was less than 3 cm (contraindicated device used). The providers at the institution were not deflating the cervical seal of the vacuum-induced hemorrhage control system (jada system) (wrong technique in device usage process). Resident placed a vacuum-induced hemorrhage control system (jada system) with part of the placenta still in place (device use issue). The vacuum-induced hemorrhage control system (jada system) was used, and the patient's uterus was perforated by the hcp had context menu (uterine perforation). The vacuum-induced hemorrhage control system (jada system) was unsuccessful (device ineffective) and hysterectomy was performed. Estimated blood loss (ebl) was 2400 when the vacuum-induced hemorrhage control system (jada system) was inserted. No additional adverse event (ae) reported. No product quality complaint (pqc) reported. Therapy with vacuum-induced hemorrhage control system (jada system) was withdrawn on (B)(6) 2024. The outcome of event uterine perforation was unknown. Upon internal review, the event device ineffective was considered to be medically significant and required intervention (devices). The event uterine perforation was considered to be medically significant. When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed. Medical device reporting criteria: serious injury.